Manufacturer narrative:
Please note that the patient's age and weight were unknown. Please note that the expiration date (section d4) and the manufacturing date were unknown. Please note email (B)(4).

Event description:
As reported, there were two 5f mynxgrip vascular closure devices (vcd) that were being tested before being clinically used, however the devices did not deflate. There was no report of patient injury. The approach was made in the femoral artery for a diagnostic peripheral procedure. The product was not clinically used and it will be returned for analysis. A third mynx device was used to successfully close the artery. There was no damages or anomalies noted when removed from the package. The device was prepped normally until the balloon would not deflate. There was 50/50 contrast used.

Manufacturer narrative:
(B)(4). The product was not returned for analysis. A lot history review was not possible as the lot number was not provided. However, product release at cardinal health is contingent upon the successful completion of lot release testing, including sterilization prior to shipment and a documentation review by the quality department.   Based on the information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. According to the product instructions for use, users are instructed that if the puncture is at or below the femoral bifurcation, or is an antegrade puncture, the balloon may be prepped with a diluted contrast solution (50% contrast / 50% saline), in place of 100% saline, in order to visualize the balloon while pulling back to the arteriotomy, and to ensure that the balloon properly abuts the arteriotomy. Without a lot number to conduct a lot history record review, it is not possible to determine if the reported event could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported during the prepping of two 5f mynxgrip vascular closure devices (vcd); the devices did not deflate. There was no report of patient injury.  A third mynx device was used to successfully close the artery. The product was not clinically used and it will be returned for analysis.  The approach was made in the femoral artery for a diagnostic peripheral procedure. There was no damages or anomalies noted when removed from the package. The device was prepped normally until the balloon would not deflate. There was 50/50 contrast used.